Manufacturer narrative:
The complete manufacturing and material records for the perceval heart valve, model #icv1209, s/n # (B)(4) were retrieved and reviewed by quality control at livanova (B)(4). The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release.

Manufacturer narrative:
This event was reported to the manufacturer through the (B)(6) registry as unknown if related to the device, this event is being reported in a conservative manner as conduction disorder has been determined by medical judgment as likely related to the procedure but unknown if related to the device. Device not explanted.

Event description:
The event was reported into the (B)(6) registry: on (B)(6) 2017 a perceval 23m was implanted via mini-sternotomy. On (B)(6) 2017 the patient exhibited arrhythmias and conduction disorders - av block iii (6 days from device implant). A permanent pacemaker was implanted on (B)(6) 2017 (16 days from device implant). When the event was reported to the manufacturer, the patient was in rehabilitation.